Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00229.

Event description:
It was reported that two closure tops broke during torqueing within surgery. They were removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two closure tops broke during torquing within surgery. They were removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information: (UDI), (methods, results, and conclusions) - the closure top was returned for evaluation. The threads were found to be fully intact, however, the hex drive feature was deformed. Based on the event description and the nature of the failure, the hex deformation is likely due to the driver not being fully seated when torque was applied. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that two closure tops broke during torquing within surgery. They were removed and replaced with an alternative closure top to complete the procedure. There were no reported patient impacts. This is report two of two for this event.